Event description:
It was reported to resmed that a patient had an oxygen desaturation to 73% when the astral device powered down unexpectedly with ongoing alarms. It was reported that the patient was manually ventilated by an ambu bag and the oxygen saturation recovered to 98%.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The reported complaint was not confirmed or replicated due to the device being unable to power up. The investigation determined that the reported event was due to the soldering process during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that a patient had an oxygen desaturation to 73% when the astral device powered down unexpectedly with ongoing alarms. It was reported that the patient was manually ventilated by an ambu bag and the oxygen saturation recovered to 98%.